Event description:
Allegedly the leg collapsed and no trauma occurred. The neck and head were revised.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).